Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to presses. The customer applied excessive force multiple times to the wake button to resolve the issue. Customer's blood glucose level was 152 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.